Manufacturer narrative:
Na

Event description:
It was reported that a highly viscous antibiotic was nebulized through the ventilator without a filter. The ventilator seized up and shut down. It is unknown if the ventilator audibly alarmed when the reported problem occurred. The patient status is unknown.